Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is 7.5 mm. Vessel morphology was reported to be non-calcified; no thrombus in the aortic neck, with aortic neck angulation. It was reported 9 months post stent graft implantation, the stent graft migrated approx 1-2 cm with a type I endoleak. It was reported that the pt has a type ii endoleak which is feeding the aneurysm sac. The cause of the migration may have been due to the expansion of the aneurysm causing the angulation of the aortic neck to increase along the disease progression. The physician implanted one aortic stent graft and the type I endoleak has resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.